Event description:
A device was returned to a third- party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third- party service center visually inspected the device and found evidence of foam degradation. The device's downloaded event log was reviewed by the third-party service center and no error was logged. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device serviced by third party service center.

Manufacturer narrative:
1) b5 verbiage: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging asthma (new or worsening). In addition, the patient also reported allegations of nose irritation and inflammatory response. No other clinical information or medical interventions were reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. 2) box b is updated from product problem to "both" and "other" in adverse event/product problem section along with box h for type of reported complaint is updated to "serious injury". 3)patient outcome code grid and health impact grid codes are updated/corrected in this report. 4) box e for initial reporter is also updated in this report. 5) date received by mfg and event dates are updated/corrected in this report as per the additional information.